Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign matter found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the plastic distal end cover had a burn and dent, the adhesive around the light guide lens had a white-clouded area and was peeled, the adhesive around the objective lens had a white-clouded area and was peeled, the protector of the universal cord on the scope connector side was damaged, due to clogging of the nozzle, water supply volume and water removal ability did not meet standard value, the adhesive on the bending section cover had a white-clouded area, crack and chip, due to wear of the angle wire, the play of the "up/down" knob was out of standard, the connecting tube had a scratch, switch #1 had a scratch, and due to clogging on the nozzle, air supply volume did not meet standard volume. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign matter was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite colonovideoscope had a connector leak..there were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter was found clogging the nozzle.